Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issues. No additional information is available at the moment. No additional adverse patient effects were reported.